Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported diagnostic testing revealed invalid impedance readings on several of the patient's lead contacts . In addition, one of the lead contacts revealed a low impedance reading. However, the patient does have stimulation. Regardless, the patient may undergo surgical intervention to address the issue.